Manufacturer narrative:
One device was received for evaluation for the complaint that the device was over pressured. The review of event history/error log review shows "high pressure" alarm message. The review of service history shows that this device has been not in for service in the past 12 months. Visual test was performed. The complaint was not confirmed as the device was not over pressured, and the shut-off pressure was at 1.55bar. The root cause of the reported issue was unable to be determined.

Event description:
It was reported that the device is over pressured. There was no reported patient involvement.